Event description:
Patient presented to the physician with slurred speech and tongue weakness. The patient¿s device activation delayed due to neurapraxia and slurred speech. At the second activation visit, the physician noted the symptoms were resolved but activation was delayed again for other unrelated health reasons. The patient presented to the physician again with slurred speech. The patient has a history of multiple strokes and is currently undergoing speech therapy, however, the implanting physician, who did not initiate the speech therapy referral, is unsure of the cause of the tongue weakness and slurred speech.